Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported the pump was replaced as there was no more benefit from therapy. The revision was completed on (B)(6) 2013 as the patient had less than 50% therapy relief. The health care provider (hcp) had performed contrast studies and indium scan, both of which were completely normal. There were no abnormalities in the pump logs, and there was always ¿somewhat more¿ of an actual residual volume than the expected residual volume, but they were within normal limits. The rotor test performed was also normal. Following the revision the patient had better effect and less use of oral medications, but not yet complete control of spasticity. The pump device was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.